Manufacturer narrative:
This medwatch is for the aviva meter. Reference medwatch with (B)(6) for the advantage meter.

Event description:
Customer allegedly received the following results within 10 minutes: 77 mg/dl (aviva) and 143 mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.